Event description:
Defective product. Out of box failure noted with a leak in the suction tubing. ====================== health professional's impression======================leak in suctioning caused a delay in procedure for about 5 minutes, increasing anesthesia time.